Manufacturer narrative:
Device available for eval updated; date returned to MFR added. Device/component codes updated. Device returned to MFR updated; device evaluated by MFR added. Method codes & result codes added; conclusion codes updated. Product evaluation: failure analysis for (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during prostate procedure at 271,213 joules, the aiming beam was firing straight out of the fiber tip. The fiber was exchanged, and the same issue was noted on the second fiber at 157,714 joules. The procedure was completed utilizing the third fiber at 41,879 joules. The tips of all three fibers were cleaned during the procedure. No patient or user injury was reported. This report is for the first failed fiber.